Event description:
The report co received from affiliate indicated that, during coil placement within an internal carotid (ic-top) aneurysm, great friction was felt inserting the first coil within the excelsior microcatheter (mc). The physician removed the delivery system, but the coil was noted to be stretched. Then the second coil was inserted; again the physician felt friction with this coil. He tried to remove the delivery system, but the coil was detached without turning plunger and remained in the mc. The delivery system and the mc were removed as one unit. The procedure was completed with bsj coils. The physician felt that the gauge indicator on the dcs syringe was defective and the pressure was possibly higher than its actual pressure of orange zone. It was suspected that early detachment had occurred because of the syringe. There was no adverse consequence to the pt.